Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" while wearing the adc freestyle libre 2 sensor. Customer further reported receiving an unspecified medical treatment due to this issue, however no further information was provided as customer hung up the call during the troubleshooting. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a "scan again in 10 minutes" while wearing the adc freestyle libre 2 sensor. Customer further reported receiving an unspecified medical treatment due to this issue, however no further information was provided as customer hung up the call during the troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4), has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was reprogrammed and sim vivo test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.section h4 (device mfg date) has been updated to (B)(6) 2020, from (B)(6) 2020, as this information was incorrectly reported.